Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a radical cystectomy urethrectomy with ileo conduit procedure, after the 8th firing the jaws would not open. They stapled above and cut out the jaws. A new device was used to complete the procedure. There was no adverse patient impact.